Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The consumer via the manufacturer representative reported that the patient was feeling stimulation in the upper back, groin, and abdomen; reprogramming was attempted with the same results. Diagnostic testing or troubleshooting performed included x-rays of the leads; review of the x-rays indicated the leads were very lateral. The issue was not resolved at the initial time of report, and the patient's status was alive with no injury. Lead revision was scheduled for (B)(6) 2016. The patient's indications for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.